Manufacturer narrative:
Results evaluations: smith medical intl ltd states that the investigation was limited as no samples were returned for analysis. Investigation was therefore limited to the following sources of info: the product instruction for use leaflet. The complaint incident report form. Complaints history for this product. A review of the complaints history confirmed this to be the first complaint on the possible two lot numbers. Though there have been other reports for cuff deflation on this product code in the past five yrs, these are historical and does not indicate a systematic failure during MFR, especially when compared with products annually. A further review of mfg records confirmed the presence of a 12 hr inflation check carried out on 100% of this line. Root cause: it is not possible to assign a definitive root cause for this complaint. It is stated that it is unk if the product was not tested prior to use in accordance with the product instructions and it is not known the amount of time the device was in place. History of this type of report shows it is likely an issue of puncture due to pt's anatomy. This report has been logged for trending.